Event description:
This patient was going in for a CABG procedure and while the device was being checked there was loss of capture reported on the rv lead. Therapy was disabled in the ICD and the physician discovered that the rv lead had perforated the patients heart. The physician explanted the rv lead and was going to leave the ICD and this ra lead implanted, however, this ra lead dislodged during this procedure. So, the system was removed. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.